Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at filter area. No adverse effects to patient reported.

Manufacturer narrative:
Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no discrepancies. Customer's reported issue was not duplicated. No leaks were detected or other discrepancies. The root cause of the reported issue was not determined. No discrepancies were found, and complaint was not confirmed. Actions taken to mitigate the reported issue: no corrective actions are required since the complaint was not confirmed.